Event description:
It was reported that bd intima-ii¿ closed IV catheter system leaked during use. The following information was provided by the initial reporter: the patient, female, 68 years old, was admitted to the hospital due to a left clavicle fracture. She underwent open reduction and internal fixation of the left clavicle fracture on (B)(6) 2020. Preoperative medication was given and intravenous indwelling needle was given to indwell the medicine. After indwelling, it found that leakage was occurred at the septum, immediately replace the closed intravenous indwelling needle.

Manufacturer narrative:
H.6. Investigation summary a device history review was conducted for lot number 9197382. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd intima-ii¿ closed IV catheter system leaked during use. The following information was provided by the initial reporter: the patient, female, (B)(6)years old, was admitted to the hospital due to a left clavicle fracture. She underwent open reduction, and internal fixation of the left clavicle fracture on (B)(6) 2020. Preoperative medication was given, and intravenous indwelling needle was given to indwell the medicine. After indwelling, it found that leakage was occurred at the septum, immediately replace the closed intravenous indwelling needle.